Manufacturer narrative:
Unit received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unable to verify pump error 35 due to download anomaly. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error 35. Customer's blood glucose level was not reported. The device will be returned.